Event description:
It was reported by the rep that during a sleeve gastrectomy procedure, the device during the second firing stroke, the device made a loud cracking sound and felt like it was slipping when the surgeon attempted to fire the device. This happened with two devices and had the same issue. They did fire a complete staple line and cut correctly. Another device was used to complete the procedure. There was no adverse consequence to the pt. Two devices will be returned.

Manufacturer narrative:
Damaged knife. Eval summary: device a was received for analysis with no visual non-conformances and without a reload present. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process. The analysis results found that device b was returned in good visual condition and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process. Device b additional info: batch# e5lp76, exp date: 07/2013, manufacturing date: 08/2008.